Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. In the absence of a reported part number, the UDI cannot be calculated. Implant date - estimate. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the patient had an unknown multilink bare metal stent and several other possibly non-abbott stents implanted several years ago. The patient was in the process of getting an MRI when he complained that it felt like his chest was on fire. The procedure was stopped at this time. The patient was advised to go to the emergency room due to a potential underlying cause. It is unknown if the patient went to the emergency room. No additional information was provided.

Manufacturer narrative:
(B)(4). Required intervention box should not have been checked. There was no reported intervention.